Event description:
The customer reported that during a breast augmentation procedure, the surgeon was making a cavity in the left breast for the implant. Arcing occurred and caused a 1st degree burn on the edge of the incision the surgeon was able to excise the burned area.

Manufacturer narrative:
Date of initial report: 06/12/2009. Visual inspection of the electrode found that a hole burnt through the insulation midway between the post and the tip. The incident electrode fails hipot indicating that the underlying metal is exposed. The insulation damage is typical of an electrode inadvertently making contact with a metal object. The generator was not returned because the site felt it was ok. The pencil was disposed of and was not returned because the site feels there was only an issue with the electrode.